Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept alarming change sensor within a few hours of inserting the sensor. The insulin pump alarmed calibration error. The customer had a sensor that fell apart into three pieces. He also mentioned he received medical attention 18 times for low blood glucose levels but they were prior to insulin pump therapy. He was on insulin pump therapy for 5 months and had not received medical attention since being on the insulin pump. Customer's blood glucose level was 158 mg/dl. The device was not returned.